Manufacturer narrative:
(B)(6). The lot was manufactured between february 16, 2017 - february 17, 2017. The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the returned photograph verified that there was fluid inside the over pouch which contained the device indicating that a leakage had occurred. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a single day infusor was leaking from an unspecified location. The device leaked into the plastic over pouch before use. The infusor was filled with 350mg vancomycin in 0.9% sodium chloride. There was no patient involvement. No additional information is available.